Manufacturer narrative:
The lead remains capped at this time. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was surgically capped and replaced due to low pacing impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had an alert for low out of range pacing impedance less than 200 ohms. The impedance had been low since implant, and was stable. There was no further actions taken, and plan was to monitor. The device remains in-service. No adverse patient effects were reported.